Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence, non-obstructive urinary retention. The trial started on (B)(6) 2018. The patient stated that her leg was hurting, and she mentioned her symptoms were worse yesterday afternoon. It was further reported that the device was shut off and was not working for working for 2 days to see if it was from the device. Patient stated her leg issues were not from the device. Patient stated she thought she had a uti and had some lab work done for it. No further complications were anticipated/reported.